Event description:
It was reported that the patient faced bent cannula event on (B)(6) 2026. The patient had hyperglycemia and was treated with multiple daily injection.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 4 e1: name: tandem street:11045 roselle street city: san diego state: ca zip code:92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380